Event description:
The customer reported some of their infusions are taking longer to infuse than expected. The customer stated most of the infusion are primary infusions in the outpatient setting and that the issue has occurred. With some inpatient and 24 hour infusions but not as frequently. The customer also stated one of the medications contain very tiny air bubbles but the device does not alarm for ail. The customer is inquiring if the bubbles and/or the fluid viscosity could cause the issue. There was no report of patient harm and medical intervention was not required. Although requested, no detailed or written reports of specific patient events were provided.

Manufacturer narrative:
(B)(4). The alleged issues could not be confirmed. No devices were received for investigation. The root cause of the customer's report of infusions taking too long to infuse could not be determined.